Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer went to the emergency room (ER) and insulin injections were administered. After 5 hours, bg was 325 mg/dl and customer left the ER. Customer alleged pump was not delivering insulin. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly, customer discussed event with a healthcare provider.